Event description:
The patient's death certificate was received to the manufacturer from the nursing home. The cause of death was acute cardiopulmonary arrest, within minutes. Comorbid conditions included severe mental retardation, seizure disorder, and dementia. Tobacco did not contribute to the death. Date of death was confirmed as (B)(6) 2012. Manner of death was natural, and no autopsy was performed. The patient was cremated

Event description:
Reporter indicated a patient had died as a result of acute cardiopulmonary arrest of unknown origin per the death certificate. The patient's vns was explanted and discarded, and the patient was cremated. All attempts for further information have been unsuccessful to date.